Event description:
It was reported that during a procedure, the bronchovideoscope biopsy forceps protective cap jammed in the operating channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was found that the bronchovideoscope biopsy forceps protective cap jammed in the operating channel. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.